Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It is reported that the electric/battery single trigger handpiece works constantly after attaching to the electric power supply, there is no trigger control. No additional clinical information was received prior to this report.